Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer states the type of battery in use is duracell. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The insulin pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. The insulin pump was programmed with contour next test glucose meter. Confirmed insulin pump restart followed by a software error detected alarm during meter connection. The formatted history file confirmed software error detected alarm isolated to the electronic assembly.